Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed during returned device analysis. The reported positioning failure relating to leaflet grasping and capture could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure relating to leaflet grasping and capture appears to be a cascading event of the difficult single gripper actuation issue. A cause for the difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was prepared per the instructions for use (IFU) and inserted without issues and advanced to the tricuspid valve and grasping was performed. However, difficulties capturing the leaflets occurred and while in the tricuspid valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued. Therefore, the clip was removed and replaced. A new triclip xtw was inserted, and grasping was performed. However, the clip was not able to reduce tr. Therefore, the clip was removed from the patient. The procedure was completed with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure.